Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: four picture samples were received for evaluation by our quality engineer team. Through visual inspection of the four pictures, grey foreign matter was identified within the vial. The foreign matter appeared to be part of the rubber stopper. A device history record review was performed for provided lot number 1411021 and the review did not reveal any quality issues during the production process that could have contributed to this incident. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. As several factors impact coring tendency, a definite cause could not be determined for this incident. A corrective and preventive action plan has been initiated for the defect of coring and our quality team is investigating this issue to prevent its recurrence. Complaints received for this defect will be closely monitored by our quality team. Investigation conclusion: the complaint is confirmed as grey fm is found inside the vial. It seems part of the rubber stopper. Root cause description: as several factors impact on coring defect, it is no possible to establish the root cause. Rationale: prior to the investigation of this complaint, a CAPA ((B)(4)) was open to assess the coring defect.

Event description:
It was reported that particles from the bd phaseal¿ protector (p14) got into the "onivyde 50mg amp" medication before use.